Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported battery failed. Troubleshooting was  performed and also found the battery cap was damaged. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump and the insulin pump will  be returned for analysis.

Manufacturer narrative:
Pump passed displacement test, sleep current measurement, active current measurement and self test. The pump was monitored for several hours and no unexpected battery power loss or replace battery alert/replace battery now alarm noted. Successfully downloaded history files and traces using thump. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during the testing. The test battery was removed and reinserted with no failed battery test alarm noted. The following were noted during visual inspection: minor scratched display window, scratched case, pillowing keypad overlay, and stained keypad overlay. Pump was cut open to perform visual inspection and found moisture damage on the pcba1, pcba2, and motor. No damage noted on the force sensor. The pump was received without the original battery cap. Unable to verify damage to the battery cap. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 28-jul-2023 in the pump history file. (B)(6) 2023 12:05:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) (B)(6) 2023 14:15:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) (B)(6) 2023 23:24:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) (B)(6) 2023 06:20:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) (B)(6) 2023 11:15:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) (B)(6) 2023 03:25:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) (B)(6) 2023 03:35:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) (B)(6) 2023 23:55:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) (B)(6) 2023 22:50:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) (B)(6) 2023 23:00:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) (B)(6) 2023 06:05:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) (B)(6) 2023 17:25:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) (B)(6) 2023 00:05:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) (B)(6) 2023 00:15:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) (B)(6) 2023 00:30:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) (B)(6) 2023 00:40:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) (B)(6) 2023 02:25:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) (B)(6) 2023 05:20:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) (B)(6) 2023 05:30:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) (B)(6) 2023 05:46:00.000 alarmalertnotification (40) faultnumber: lostsensor2alert (781) (B)(6) 2023 12:59:26.000 alarmalertnotification (40) faultnumber: motorprocessorcommunicationalarm (3) (B)(6) 2023 12:59:29.000 alarmalertnotification (40) faultnumber: failedbatttest (58) (B)(6) 2023 12:59:51.000 alarmalertnotification (40) faultnumber: failedbatttest (58) (B)(6) 2023 13:00:10.000 alarmalertnotification (40) faultnumber: failedbatttest (58) (B)(6) 2023 13:00:26.000 alarmalertnotification (40) faultnumber: failedbatttest (58) (B)(6) 2023 13:00:46.000 alarmalertnotification (40) faultnumber: failedbatttest (58) (B)(6) 2023 13:00:50.000 batteryremoved (55) (B)(6) 2023 13:00:50.000 alarmalertnotification (40) faultnumber: batteryremoved (84) (B)(6) 2023 13:01:48.000 batteryinserted (44) (B)(6) 2023 14:33:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) (B)(6) 2023 18:14:51.000 alarmalertnotification (40) faultnumber: sensorerroralert (801) (B)(6) 2023 18:44:52.000 alarmalertnotification (40) faultnumber: sensorerroralert (801) the pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly, lost sensor alert or sensor error alert noted. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2023 2:39:57 am. There was no power data available for the date of (B)(6) 2023 . Unable to check power data for failed batt/battery failed alarm and unexpected battery power loss alarm (replace battery alert/replace battery now alarm). The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Pump error 3 was confirmed due to moisture damage found on the electronic assembly. Lost sensor alert (780) not confirmed. Pump error 3 confirmed. Failed batt test alarm (58) unknown. Sensor error alert (801) not confirmed. Unexpected battery power loss unknown. Failed batt test alarm unknown. Replace battery alert unknown. Replace battery now alarm unknown. Battery cap damage unknown pump error 3 confirmed in the pump history file due to moisture damage found on the electronic assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.